Manufacturer narrative:
The nurse was advised the handpiece directions for use (dfu) recommend flushing the handpiece with 120cc. The nurse stated she was aware of the recommendations and refused a copy of the dfu. The nurse stated she would like to schedule an in-service for a new staff members. The customer did not request service for the system. No samples were returned for evaluation. The company sales representatives completed an inservice with the staff. The company's sales representatives observed surgery and noticed some surgeons were clearing the occlusion bell warning. The surgeons were reminded that the occlusion bell warning is there to help warn the surgeon of a handpiece occlusion and potential harm to the patient. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4)

Event description:
Adverse event: corneal burn. Malfunction: occluded phaco handpiece. The nurse reported a corneal burn. The nurse stated at the beginning of the case the occlusion bell sounded. The surgeon stopped and removed the handpiece. The handpiece was flushed 60cc of sterile water. The surgeon continued with phaco with no further occlusion problems. The nurse stated the burn was minimal with no sutures required. The wound sealed well. The nurse stated the patient would have no problems. The nurse declined to release the surgeon's name. The nurse stated the problem was an occluded handpiece, and there were no issues with surgical technique or the system.